Event description:
It was reported by the end user that a caregiver broke her finger during lowering the split side rail of the enterprise 5000x bed. The wound required closure with three stitches. The device evaluation performed by the arjo technician did not reveal any device malfunction. The enterprise 5000x has two side rails with three bars, one on each side of the bed. Following information gathered the caregiver placed her fingers between the moving parts- side rail bars while lowering the side rail.